Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt harm.

Manufacturer narrative:
MFR's initial report date: 03/18/2011. (B)(4). Additional data/failure investigation: field service technician investigation discovered physical item obstruction causing drawer failure.